Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit has no alarms, the unit has low o2 and the pilot valve is sticking.